Event description:
On (B)(6) 2018, a patient underwent a double valve replacement (dvr), tricuspid valve annuloplasty (tap) and left atrial appendage closure (laa). The patient had a history of aortic stenosis with regurgitation, mitral stenosis with regurgitation and tricuspid regurgitation (tr). Initially, the mitral valve replacement (mvr) was performed and a 27mm masters valve (model number: 27mtj-503, serial number: (B)(4)) was implanted using everting mattress sutures with 13 stitches in the patient's mitral position. Next, the aortic valve replacement (avr) was performed and this 19mm regent mechanical heart valve was implanted using non-everting mattress sutures with 14 stitches in the aortic position. However, upon release of the aortic cross-clamp, leakage was observed in the aortic valve. An echocardiogram revealed that one of the leaflets remained in the open position or had an impeded mobility. The aorta was re-clamped and the aortic prosthetic valve was visually checked; no anomalies were found. The surgeon rotated the valve however as the cause of the leakage issue could not be identified, the valve was explanted. Upon explant of this valve, neither tissue nor septal hypertrophy were noted. A smaller 17mm regent valve (serial unknown) was implanted and there was no impeded mobility of the leaflets noted. There were no patient consequences reported. The 19mm regent valve's orifice ring was damaged during explant. Of note the patient's bsa was noted to be 1.39 m2.

Manufacturer narrative:
The reported event of leakage due to impeded mobility of a leaflet could not be confirmed. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the impeded leaflet mobility could not be conclusively determined; however, information from the field indicated that a smaller, 17mm valve, was subsequently implanted.

Manufacturer narrative:
The reported event of leakage due to impeded mobility of a leaflet could not be confirmed. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the impeded leaflet mobility could not be conclusively determined; however, information from the field indicated that a smaller, 17mm valve, was subsequently implanted.